Event description:
I was healthy before the implant. Intolerance to foods and beverages. Unexplained back pain. Constant neck and shoulder pain. Cognitive dysfunction (brain fog, memory loss) stunted hair growth. Incapacitating fatigue. Burning bladder pain. Low immunity, allergies, autoimmune, breast pain, shortness of breath, recurring infections, problems with my thyroid and adrenals, loss of hair, chronic fatigue. Interference with the accuracy of mammography immune disorders. FDA safety report ID (B)(4).